Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for non-malignant pain. It was reported that the desktop charger connector pin was bent. The reported that they had stimulation increase but did not feel therapeutic benefit from increase. Pss reviewed external equipment is indicating stim is increasing and appears to be working as intended. Pss recommended a follow up with hcp to assess ins and potentially discuss programming to optimize the therapy. A replacement desktop charger was requested, and the patient stated that they will wait for replacement device and follow up with hcp if necessary. The patient reported difficulty charging the ins recharger due to bent connector pin on the desktop charger. No patient complications have been reported because of this event.